Event description:
Pump alarmed and stated that 9 ml of blood had infused over the past 3 hours. However 8.9 ml of blood remained in the 10 ml syringe. This was discovered by the nurse after removing the syringe from the pump. Pump sent to biomed for evaluation.